Event description:
It was reported that the user¿s ilet displayed ¿connect cgm¿ and remained in a ¿pairing with sensor¿ state after a new dexcom g7 sensor was applied and its pairing code was entered, while glucose readings were present on the dexcom mobile app. Symptoms included no adverse clinical effects. Outcomes included temporary interruption of automated dosing with a ¿dosing stops soon¿ notification until cgm data were received by the ilet. Investigation included technical troubleshooting and user education, including verification of the g7 sensor code, confirmation of the absence of other paired display devices, pump restart, and cgm type re-selection. Investigation of this case revealed that cgm communication to the ilet was restored, and the user confirmed successful glucose readings without further issues. It was concluded that the issue was due to a transient pairing or communication condition that resolved with troubleshooting, with the device functioning as designed after recovery.